Event description:
The customer reported that the side-firing fiber forward fired at 1,884 joules during a prostate procedure. It was reported that the procedure was completed with a second fiber. The pt outcome was reported as "okay".

Manufacturer narrative:
(B)(4).